Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
The screw was visually analyzed for macroscopic indications of failure mode. The fracture occurred immediately beneath the ball feature at the screw neck. The fracture surface was relatively level and the fracture plane was orthogonal to the screw axis. The fracture surface showed plastic deformation and helical distortion characteristic of ductile failure in torsion. The center of the helical distortion is slightly off-center with respect to the screw axis. The direction of the fracture dimples about the origin indicate the screw fractured during insertion. There is significant deformation on and material lost from the screw threads at the top of the shank, likely caused by the implement used to extract the screw after it fractured (i.e., pliers). Several chunks of the threads are missing near the distal point of the shank; this may have been caused during removal or during handling and transit after extraction. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history for the reported lot number was reviewed and no adverse trends were identified. The most likely root cause is stress beyond the structural capacity of the screw. Various factors may have contributed to the failure, including, but not limited to: screw diameter (larger screws require more torque to insert); application of off-axis forces; screw hole prep (under-tapping, not tapping, small drill size, shallow drilling depth, etc.); patient factors (bone quality, pathologies, etc.).